Event description:
It was reported that the customer experienced a severe site infection and skin irritation due to the sensor. The customer went to a medical clinic to have it looked at, and was given medication. The customer was unable to continue using the product. The customer declined to have a representative visit her or have pictures taken of the irritation. The customer stated that she was doing much better with the medication. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.